Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was conducted: part # 03.632.002; synthes lot # h423992; supplier lot # na; release to warehouse date: 13dec2017; manufactured by synthes (B)(4). The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of a twisted tip, which agrees with the reported complaint condition. The distal stardrive tip is significantly twisted in the direction of resistance encountered during screw removal. It was also observed that the distal corner edges of the stardrive tip have broken off and were not returned. Document/specification review: the returned device was manufactured in december 2017. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Matrix t25 stardrive screwdriver shaft design drawing was reviewed during this investigation. The t25 stardrive shaft (03.632.002) is a reusable instrument and one of four t25 driver shafts intended to be utilized in final locking tap tightening for the matrix system (03.632.002, 03.632.072, 03.632.400 and 03.632.401). Proper locking cap loosening technique can be found on page 2 of technique guide "technique addition for matrix straight tip t25". No product design issues or discrepancies were observed. Dimensional inspection: a relevant measurement of the damaged distal stardrive tip on the returned device could not be performed at cq due to the post manufacturing damage. The diameter of the returned screwdriver shaft just proximal to the twisted distal stardrive tip measured and is within specification per screwdriver shaft design drawing. Material analysis: the design specifies the device is to be manufactured from x15tn and heat treated. The material was reviewed and the hardness value (58.67hrc) was confirmed to meet the specification (56-60hrc) with no (relevant) non-conformance noted. Conclusion: a definitive root cause for the returned screwdriver shaft tip twisting and breaking during attempted screw removal could not be determined based on the provided information. Proper locking cap loosening technique can be found on page 2 of technique guide "technique addition for matrix straight tip t25". This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with two (2) rods, six (6) polyaxial screws, and six (6) locking caps from the matrix spine system on unknown date at unknown levels. On unknown date, patient developed adjacent level degeneration. Patient was returned to surgery on (B)(6) 2018 where surgeon removed the six (6) locking caps and two (2) rods. During loosening of the screws, it was reported that two (2) t25 stardrive shafts were bent and a t-handle stardrive shaft was broken. The screwdrivers became cold welded into the polyaxial screw heads, making it difficult to remove the screws. Surgeon opted to leave the screws implanted and put two (2) new screws above the existing screws, then connected the entire construct. There was no surgical delay. The patient was reported to be safe. The surgery was completed successfully. This report addresses intraoperative issue which occurred during the revision surgery. The revision surgery due to adjacent level degeneration has been captured under related complaint (B)(4). Concomitant devices reported: unknown mono/polyaxial screws (part # unknown, lot # unknown, quantity of 6), unknown locking caps (part # unknown, lot # unknown, quantity of 6). This report is for one (1) t25 stardrive shaft f/matrix standard. This is report 1 of 3 for complaint (B)(4).